Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician retrieved several episodes classified as svt/vt/vf episodes and treated by atp and shock. The physician thinks that the episodes were actually atrial fibrillation. An episode of ventricular interference was retrieved. The physician decided not to take any action, however, the device will be replaced soon due to low battery level.